Event description:
Customer reported that the buttons on the insulin pump were not responding when changing the reservoir. Customer stated that the up, down and esc buttons were unresponsive at times. Customer's blood glucose reading at the time of the call was 129 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.